Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received four photographs which displayed the damaged packaging resulting in a breach in sterility, and 48 samples. Of the 48 samples received five were found to display the same tears in the top webbing. The reported issue was confirmed. The root cause for damaged packaging is related to incorrect set-up during the manufacturing process, which will result in a misalignment of the top and bottom webbing and a partial seal. Automated inspection is conducted on all manufactured units to control non-conforming materials on this nature. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: this is a report about a packaging issue of insyte autoguard. According to the customer's report, the needle point of one catheter got caught in the sealing part of the package of the other catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: this is a report about a packaging issue of insyte autoguard. According to the customer's report, the needle point of one catheter got caught in the sealing part of the package of the other catheter.